Manufacturer narrative:
(B)(4). Concomitant medical product: spinalpak assembly: catalog #1067716 serial #(B)(4). Therapy date: unknown. Medical product: titanium pedicle screws at l2, l3, l4, l5. Therapy date: (B)(6) 2019. The customer has indicated that the process is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. The device has not been returned.

Event description:
It was reported that the patient developed a skin irritation from using the 63b electrodes. The patient stated that within 15 minutes of using the electrodes her skin became itchy. The patient continued to use the electrodes but could not take the itchiness and removed them. The skin underneath the electrodes became red. The patient spoke with the nurse in the doctor's office and the nurse advised the patient to discontinue use of the unit until healed and to use neosporin on the skin irritation. No additional patient consequences were reported.

Manufacturer narrative:
This follow up report is being submitted to relay additional information. The device was returned to zimmer biomet for investigation. The reported event was not verifiable after the investigation associated with skin irritation. Further review of the certificate of conformance indicates that the product meets zimmer biomet's specifications and no discrepancies were found. No physical and/or functional condition could be found after the review of the certificate of conformance that could be considered a causal factor for the reported complaint. The device history record (DHR) was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. The following sections were updated: h3: device evaluated by manufacturer updated to yes. H6: method code updated to 3331: analysis of production records. H6: results code updated to 3221: no findings available. H6: conclusions code updated to 4315: cause not established.

Event description:
It was reported that the patient developed a skin irritation from using the 63b electrodes. The patient stated that within 15 minutes of using the electrodes her skin became itchy. The patient continued to use the electrodes but could not take the itchiness and removed them. The skin underneath the electrodes became red. The patient spoke with the nurse in the doctor's office and the nurse advised the patient to discontinue use of the unit until healed and to use neosporin on the skin irritation. No additional patient consequences were reported.